Event description:
Doctor alleges suture needle appartently detached from suture during surgery and was found to be in the mid-descending thoracic aorta. Two(2) subsequent radiological procedures were performed to retrieve the needle. One on 5/8/98 and one on 5/9/98. The needle was retrieved without complications.